Manufacturer narrative:
The insulin pump was received with unresponsive esc button due to flattened button dome switch. The device was monitored and no blank display, black screen display or constant tone alarm was noted. No moisture damage on the electronics noted. The device also had a scratched display window and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had been resetting itself since the day before, and the morning of the call the screen was black and a constant tone was occurring which could not be cleared. It was stated that the device was not dropped or bumped. It was advised to remove the battery for 10 minutes and clean the battery cap. A new battery was inserted and no constant tone occurred but the display remained blank. The mother was then instructed to remove the battery for 2 hours to reset the device. Mother requested a replacement insulin pump to be sent in case the display would not return customer's blood glucose is unknown. The insulin pump was replaced and product was returned for analysis.